Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin had a frozen display. Troubleshooting was performed. The time on the device was not advancing and the buttons were unresponsive. It was stated that no alarms occurred during or after the buttons stopped functioning. The battery was removed for five minutes and a new battery was inserted, but the anomaly still persists. Advised to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The insulin pump was tested with test keypad and had no frozen screen noted. The time advanced properly on the screen. Unable to verify battery out limit alarm due to unresponsive button.